Manufacturer narrative:
This report is filed june 26, 2014.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved; subsequently the device was explanted (B)(6), 2014.

Manufacturer narrative:
(B)(4).